Manufacturer narrative:
The device was returned to (B)(6) and eval is in progress. Once (B)(6) completes the investigation, a supplemental medwatch 3500a form will be submitted.

Event description:
During a pt procedure, the doctor reported the reamer was dull. There was no surgical delay, impact to pt or other adverse events reported.